Event description:
It was reported that hour glass/no readings/sensor error in status box occurred. Product was provided for investigation; an external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and problem of or hour glass or no readings or sensor error was found within the investigation window. The probable cause was determined to be sensor noise. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) b5: describe event or problem - additional information, d9: device returned to MFR - additional information, d9: date device returned - additional information, g3: date received by mfg - additional information, g6: type of report - updated/follow-up, h2: type of follow up - additional information/device evaluation, h3a: device evaluated by mfg - additional information, h3b: evaluation included - additional information, h6 codes: type of investigation - additional information.

Event description:
It was reported that hour glass/no readings/sensor error in status box occurred. The sensor was inserted into the arm on (B)(6) 2023. A few hours after insertion, the patient was having on and off brief sensor issue error messages and was not getting any alarms/alerts. She slept and around 5:20 am in the morning on (B)(6) 2023 and when she woke up she noticed another brief sensor issue error that lasted about 2 hours before she started to experience seizure (it was reported that the patient has a genetical condition which was not specified which causes her to have grand mal seizures) and was unconscious. Her mother called the paramedics and after the paramedics arrived they took a bg reading which was 27 mg/dl. The patient was treated with 6 units of d50 and the patient regained consciousness. At the time of the report the patient was still feeling shaky. Data was provided for investigation. The problem of hour glass or no readings or sensor error was confirmed. The probable cause was determined to be sensor noise. No additional patient or event information is available.

Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.